Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report provides the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Although a definitive root cause could not be determined, the investigation suggests that the image disturbance was likely caused by a faulty c-board and plug unit. If any additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device image disappeared during the setup for an unspecified procedure. There were no reports of patient involvement.